Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the monitor case had broken apart. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor case broken) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the end cap. (B)(4). The disconnected white wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.